Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a broken size sensor clip and loose handle. The plunger head mechanism was not working smoothly. Patient involvement unknown.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found barrel clamp head damaged, plunger flippers are not fully functional and bottom case is cracked by the l-bracket. Event history log shows "check syringe plunger sensor". Identifying the issue was through visual inspection. Unable to duplicate size sensor clip. Duplicated plunger flippers are not functioning properly. The cause of the reported problem is the device has been mishandled by the customer. Replaced barrel clamp head, tampered spring and plunger case. Performed calibration, occlusion, preventive maintenance and all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.